Event description:
Following percutaneous interventional vascular procedure on (B)(6) 2017, patient presents with clinical symptoms/complications in access/closure related extremity. Percutaneous closure of right common femoral arteriotomy had been accomplished on above date. Progression of complication escalate to ultimate partial loss of limbs, in affected extremity.